Event description:
The burette has a floating disk inside that acts as a shut-off valve when the solution is depleted. This prevents air from being drawn into the tubing. Many of the burettes received have a concave shape to them. The concave area is too narrow for the disc to pass through. As the fluid level drops the floating disc/valve becomes jammed inside the burette. This may result in the delivery of air as the burette empties. Currently a staff is visually inspecting the burette stock and pulling out the ones that look concave.